Manufacturer narrative:
Exact date of event is unknown; reportedly event occurred in 2010. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on an unknown date, the proximal femoral nail anti-rotation (pfna) broke postoperatively. On (B)(6) 2010, the patient was originally implanted with pfna nail, pfna blade, end cap and locking bolt. On (B)(6) 2010 the pfna implants were successfully explanted and a new pfna long 380mm was implanted. It was noted there were no fragments generated from the broken device. There was no other medical intervention required. The procedure was successfully completed without any surgical delay. There was no patient outcome reported. Concomitant devices reported: pfna blade (part/lot unknown, quantity 1). Pfna end cap (part/lot unknown, quantity 1). Locking bolt (part/lot unknown, quantity 1). This report is for a pfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: pfna helical blade (part: 02.027.014s, lot: 2610695, quantity: 1), pfna end cap (part: unknown, lot: unknown, quantity: 1), locking bolt (part: 259.380, lot: 3294821, quantity: 1).

Manufacturer narrative:
Device history lot part: 272.265s lot: 2592847 manufacturing site: (B)(4) release to warehouse date: 25. May 2010 expiry date: 01. May 2020 a DHR review was performed for the affected work order / lot number 2592847 (nail finish good product). After step 100 (electropolishing) there were visible stains on the surface. Then the articles were sent to rework. After the rework, the outer diameter was found smaller than the specification and the diameter longer. Thus, the distal hole where the nail has been broken was not involved in this deviation. Finally, it was evaluated by the manufacturing engineer, quality plant manager and development engineer and the whole lot size was released. No additional abnormalities or deviations were detected which could lead to the complaint condition. Investigation summary the returned broken pfna - nail was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. During this investigation, three dimensions of the nail which are relevant for the complaint condition were identified. Two have fulfilled their specifications according to the drawing. However, the feature (1) dimension was found out of specification. As mentioned in previous section this deviation has been documented through the and is not related to the distal hole where the nail was broken. During the manufacturing process these features were inspected through the inspection sheet (part of the attached work order) and the lot has been released. The received condition of the complaint part does agree with the complaint description since the nail is broken as claimed by the customer. Therefore, this complaint is rated as confirmed. Besides, from the manufacturing point of view this complaint is rated as undetermined due to there is insufficient information available to determine a manufacturing assignable cause. According to the non-conformance documented through the DHR (10648047) the non-conformed parts were documented through a deviation evaluated by quality plant manager and development engineer. Thus, the whole lot size was released. As there is no any manufacturing deficiency identified; no additional actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.